Event description:
Boston scientific received information that during a routine generator change-out this right atrial (ra) lead was surgically abandoned due to high thresholds and subsequent loss of capture. An x-ray showed that the lead had likely dislodged. The field representative that was present at the change-out procedure noted that upon review of the chart, the high thresholds with loss of capture was a chronic issue. A new ra lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.